Event description:
It was also reported as of (B)(6) 2012, the pt had an infection at her scs ipg pocket site. Subsequently, the site was opened, cleaned and closed again. It was also reported the infection has resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.